Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the x3 fell from the battery sled onto wires and et tube, causing the et tube to become dislodged. A code blue was called and the patient was reintubated. The monitor is mounted at the head of the bed off to the side. It was indicated the x3 had a connection as the measurements were displayed on the larger mx monitor; however, it was also indicated the x3 was not docked properly. In addition, there was no damage to the x3 mounting mechanism or the mx monitor mount. When the x3 fell from the battery sled the etco2 tubing connected to the monitor pulled on and dislodged the et tube. The reintubation was uncomplicated. It was noted the hospital recently changed from their original battery docking tray to the one mounted with the mx monitors so this is a new process for the staff. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
D1 brand name and d4 model number were corrected. It was noted the hospital recently changed from their original battery docking tray to the one mounted with the mx monitors, so this is a new process for the staff. A philips national support specialist (nss) went to the customer's site. The nss met with the value analyst team and material management. An observation was made after discussing a data point from the educational material being shared with the staff. The sound the x3 makes when it is being docked into the docking station. Although the waveforms may appear on the host monitor that does not mean the x3 is fully docked, the user should hear an audible click. The customer-provided educational document recommends the following: 1. During daily safety checks and after patient travel, ensure that the philips x3 and any extensions are securely latched into the dock by giving the x3 or its handle a sideways tug. 2. When docking an x3 or extension, listen for the "click" of the latch, ensure it is communication with the larger mx monitor, and give the x# handle a sideways tug to endure it is secure. 3. Notify biomedical engineering immediately of any x3s not fully latching if they cannot be removed from service. 4. As always, remove any damaged or malfunctioning equipment from service as soon as possible, label with an orange tag including details, and notify biomedical engineering. 5. Report issues/concerns through safeday. The following additional recommendations were made: 1. Whenever possible, keep the patient cables free of tangles. 2. Please allow enough slack on the cables between the x3 and the patient. Excessive tension on the patient cables can cause damage to the patient cables. Excessive tension on the patient cables can also pull off an x3 that was not properly docked. 3. Continue to educate/train the staff on how to properly dock the philips x3 into the philips docking station. Additional information was received from the customer biomedical engineer (biomed) and reviewed. There was no visible damage to the x3 or docking station. It was confirmed that the docking station used to hold the x3 was compatible. It was indicated by the biomed that the x3 was not docked properly. Based on the information available, the cause of the reported problem was the x3 not being docked properly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.